Event description:
Report 1 of 2. It was reported while using bd vacutainer® sst¿, 6 tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received one customer photo for investigation. After review and analysis of the customer photo, a small amount of specimen is seen within the tube for batch number: 5105260. A total of 20 retain samples from batch number: 5105260 were subjected to a draw test for low or no draw. All tubes were within specification. Additionally, 20 retain samples from batch number: 5105262 were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint for batch number: 5105260 has been confirmed for the indicated failure mode underfill based on customer photo analysis. This complaint for batch number: 5105262 has not been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.